Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): defect confirmed [x] defect not confirmed. Results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Device was sent for preventive maintenance.

Event description:
As described as the user facility: the complainant reported that a burning smell was detected when charging. No patient complications were reported as a result of the event.